Manufacturer narrative:
G4: 18nov2019; b4: 19nov2019. The customer did not respond to requests for additional information. No parts were returned to failure investigation. Therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/07/2019.

Event description:
Touchscreen failure. There was no patient involvement.